Manufacturer narrative:
Please note that this is a correction to country - (B)(6).

Manufacturer narrative:
Complaint conclusion:  it was reported that during the procedure, a non-cordis guiding sheath and the saber rx 6 mm 4 cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was inserted into the patient; however, the heavily calcified entrance of the lesion caught the saber pta and the balloon ruptured. The product was removed intact (in one piece) from the patient. It was replaced with a new balloon catheter of the same size and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintained negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17562059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during the procedure, a guiding sheath (6f destination, terumo) and the saber rx 6 mm 4 cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was inserted into the patient; however, the heavily calcified entrance of the lesion caught the saber pta and the balloon ruptured. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintained negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. It was replaced with a new balloon catheter of the same size and the procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The rate of stenosis was unknown. No additional information is available.